Event description:
Reportable based on device analysis completed on 11mar2025. It was reported that the coil was stretched. A 18mm x 40cm 2d interlock-35 coil was selected for use in a hepatic arteriography and transjugular intrahepatic portosystemic shunt procedure. The target location was in the gastric varices. During the procedure, a resistance occurred when delivering the coil, and the coil could not be withdrawn. The coil was then removed with the 5f non-boston scientific contrast catheter. Upon removal, the coil was found to be stretched. The procedure was completed with another of the same device. There were no complications as a result of this event, and the patient was in stable condition following the procedure. However, returned device analysis revealed that the arm of the coil was detached.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluation by manufacturer: the device was returned for analysis. Visual and microscopic inspection observed that the main coil, the introducer sheath, and the delivery wire were returned. The main coil was bent and stretched at the coil arm and primary coil section; moreover, the arm of the coil was detached. Dimensional inspection revealed that the components were within specification.